Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was programmed with test guardian link and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. Pump was also programmed with test glucose meter. Pump communicated properly and recorded the 91 mg/dl value properly from glucose meter. No communication anomalies were noted. Pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 130 mg/dl. The customer stated crack was seen on reservoir compartment. The customer stated that they had blood at site. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.